Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. On 2/25/2020, during visual inspection of the device no apparent damage could be observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Reason for device explant and/or reoperation: paresthesia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 425cc and experienced paresthesia on the left breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 450cc on (B)(6) 2020.